Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter had an "error 4" issue. The patient tests his blood glucose 4-5 times a day. The patient takes sliding-scale novolog insulin based on his meter readings. He also takes a set dose of 20 units lantus insulin at bedtime. The patient stated that the alleged meter issue started a few days before he called lfs the same day. He had tried replacing the batteries, but the issue was not resolved. During the time of concern, the patient was guessing on his sliding-scale novolog insulin dosages. On the same day, at around 7:30 pm, the patient claimed that he developed low blood glucose symptoms and passed out. The patient's girlfriend called the paramedics who arrived and tested his blood glucose with an emergency services meter. The paramedics obtained a blood glucose reading of "40 mg/dl." The patient was treated with IV glucose. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he passed out and received IV glucose treatment from paramedics after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.